Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had helium gas leak and there was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the fse checked the machine and found that the machine had a he leak. The department just changed the gas tank but the gas ran out immediately - checked the o-ring at the back of the machine where it connects the machine and the hospital cart. It was found that the o-ring in that area was broken. Causes the problem of leakage - changed new o-ring, apply vacuum grease to the joints - test helium leak check: pass (11 psi drop within 5 minutes when closing the gas tank) - test the auto fill machine, iab fill works normally - run test the machine and works normally.